Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that the proximal coil was fractured at 20 cm from the connector pin as a result of clavicular crush. The proximal insulation was abraded at 48 cm from the connector pin.

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly and increased bipolar capture thresholds due to subclavian crush.